Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an coronary treatment procedure, the guide wire tip detached. The target lesion was located in the right coronary artery (rca). A pt2 light support guide wire was utilized and during an unspecified time, the tip of the pt2 detached and remained in the proximal "mid third" of the rca. The procedure was completed with this device. There were no additional patient complications reported and the patient's status is stable.